Event description:
Per the surgeon, the patient experienced an infection (treatment unknown) and tissue breakdown. The implant remains in-situ. Further information is being sought from the clinic.

Event description:
Per the clinic, the implant magnet fell out (date not reported) due to the extrusion. Subsequently, the patient was treated with IV antibiotics (date and duration not reported). A replacement is planned but has not taken place at the time of this report.

Event description:
Per the clinic, the skin breakdown at the implant site caused the internal magnet to be exposed. It is unknown if there are plans to re-implant the patient as of the date of this report.